Event description:
The device (part number: cev392s20) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of the device indicated that the coating was damaged and the plate and forceps were offset when tightening. The device was most likely subjected to excessive force. The coating was most likely damaged by abrasion during use or the reprocessing stages. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).